Event description:
It was reported that during a lap chole procedure, the trocar had a leak around the seal and the gas was leaking. Another device was used to complete the procedure. There was no pt consequence.